Event description:
The customer has observed a false negative cytomegalovirus (cmv) igg result on one patient sample on an immulite 2000 xpi instrument. The patient sample was re-tested two more times and the results were positive. The false negative patient result was not reported to the physician(s) as the patient history indicated a positive result from previous testing. It is unknown if the repeat positive result on the patient sample was reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant cmv igg results.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. There was no instrument malfunction or errors during the time the sample was run on the immulite 2000 xpi. However, sample level sense data indicated the possibility of a film in the sample tube during pipetting of the sample for the initial run. A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and did not find any instrument malfunction. The fse proactively ran a water, fluid, and wash spinner test, checked the dilution well and all alignments on the instrument. The cause of the false negative cmv igg result on the patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.